Event description:
Da vinci xi surgical system in the operating room (or) during gastric sleeve case could not recover from a fault and disabled one of its arms that was needed for the case mid surgery. During surgery, staff had to bring in the robot from or to continue on with the surgery. No injury or harm to the patient was incurred. Procedure was completed successfully with a slight delay, and robot cases for that one or had to be rescheduled for the rest of the week. Vendor was made aware of the broken arm and came on-site. The fiberoptic connection cable was bad on one of the arms, and the only way to repair it was to replace the arm.